Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the insertion of an intraocular lens using the preloaded insertion system, model pcb00, the leading haptic was not securely tucked in the optic so it was coming out straight. The surgeon did not wish to proceed with the implantation so the injector was removed from the eye while the lens was still in the injector. There was no injury to the patient. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 03/15/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded insertion system was returned at the manufacturing site in a plastic bag. Visual inspection at 10x microscope magnification revealed that the intraocular lens (iol) was stuck at the cartridge tube/tip section. The leading haptic was observed not folded/straight. Part of the lead haptic was observed out of the cartridge tip. The customer's reported complaint was verified manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.